Event description:
The pt has two leads from the same lot number. It was reported, the pt had unintended stimulation in her feet and knees and no stimulation to her back. Reprogramming was unable to resolve the issue. The pt is currently looking for a new physician in order to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.